Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications;

Event description:
It was reported that the patient was treated for an abdominal aortic aneurysm on (B)(6) 2019. The patient tolerated the procedure. The physician took the patient out of anesthesia successfully, and transferred them to ICU, as they believed the patient appeared "groggy". Upon completing a second case, the physician went to see the patient, who still seemed too groggy. Tests were administered, and it was determined that the patient had suffered a stroke. The physician spoke with the patient's spouse, who said that a few days prior to surgery, the patient's face had gone completely numb. The patient was non-responsive for a few minutes as well. This had not been reported prior to the surgery.

Manufacturer narrative:
A2: patient identifier - added identifier (B)(6). B5: additional information - non-contrast pre-implantation CT images were provided for evaluation. The imaging evaluation stated that the returned images did not allow for evaluation in relationship to the event. The gore® excluder® aaa endoprosthesis instructions for use state that potential device or procedure related adverse events include neurologic damage, local or systemic, (e.g. Stroke, paraplegia or paraparesis). H6: conclusion code - revised from 4315 to 50 additional components in this adverse event include: item# plc121400 lot# 20832529 UDI# (B)(4). Item# pll161207 lot# 20693265 UDI# (B)(4). Item# pla360400 lot# 20402141 UDI# (B)(4).